Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured during inflation. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
E1: initial reporter city: (B)(6).